Manufacturer narrative:
(B)(6). (B)(4). Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that, intra-op, driver tip broke while removing screws. Broken piece was recovered & thrown away. The products came in contact with the patient. No fragments of the products remained inside the patient. No patient complications were reported. The hex driver tip broke into the screw and then the screw extractor was used to remove the screw & driver tip.